Manufacturer narrative:
Follow-up #1: date of submission 08/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/22/2016 with the following findings: multiple call service 127 alarms observed in alarm history. Unable to perform steps 7, 10, 11, 13, 17-22 due to blank display. Unable to adequately investigate.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This is potentially reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.